Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the rep inquired if the battery is flipped if the patient reported recharging issues. The rep was uncertain what type of issues they were having as at this time the it was unknown if the patient was overdischarged. The patient told the rep that there was no communication from 2 different 8840's (sales rep was involved) and now the clinical specialist was involved. The ins was tilted in the pocket, it was too deep, and an x-ray confirmed that the ins was flipped in the pocket as well. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The rep stated that no actions were taken at this point. There is no information as to what caused this issue. The issues with the ins pocket and the lack of communication is still unknown.